Event description:
It was reported that during a surgical procedure when the saline irrigant was spiked, the liquid ran through the battery pack itself instead of the tubing and onto the sterile field. The irritant did not touch the patient. There were no adverse consequences related to the event and no medical intervention was required. A back-up device was used to complete the procedure.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.